Manufacturer narrative:
Product event summary: analysis could not confirm the reported cracked display; it is noted the lcd (liquid crystal display) lens is broken. Analysis also found the lower case, one side bail cover, ring cover, and battery drawer are broken. Battery release is contaminated, battery contacts are compressed, one side bail is bent, and the ring is missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also reported the device appears to have been dropped. The device was returned for repair and calibration.

Event description:
It was reported that the display on the external pulse generator (epg) was cracked. It was indicated that it would be returned for repair. No patient involvement or complications were reported as a result of this event.